Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00209: drill. 3025141-2018-00210: driver.

Event description:
When implanting a polarus 3 humeral nail, the surgeon experienced the following issues with the instrumentation for the product. This caused a 2 hour delay in surgery time. The short drill is too long. (P/n 80-1592). The t15 driver tip does not hold the screws securely, allowing them to pop off during crucial implantation (p/n 80-1618). There is no soft tissue protector for the distal drill guide. (P/n 80-1587).